Manufacturer narrative:
(B)(4). Lot number 13h063 was manufactured august 21, 2013 - august 23, 2013. Evaluation summary: the sample was received for evaluation with approximately 19ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have caused or contributed to the reported condition. The remaining fluid was allowed to drain until the device was empty. A functional flow rate test was performed and found the device to have a flow rate within specification. The evaluation was not able to confirm the reported underinfusion condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion, leaving approximately 50% of the solution within the device at the end of the infusion. The device was filled with 75 ml of fluorouracil (non-baxter product) and 21 ml of sodium chloride (non-baxter product). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.